Manufacturer narrative:
Since the subject device has not been returned yet, no investigation could be performed. Results will be provided on the next report.

Event description:
Reportedly, on (B)(6) 2025, the transmitter could not connect with the implant (even with the ble activated).

Manufacturer narrative:
Analysis of the returned subject device did not permit to reproduce the reported behavior. The transmitter is able to communicate in ble and 4g, and to pair with implants. Review of the event logs shows that two pairing were tried without success, confirming the reported event. No additional findings were visible. The main origin of the reported event could not be established with certainty. The most probable hypothesis is that an environment issue from unknown origin caused the pairing failure. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2025, the transmitter could not connect with the implant (even with the ble activated).